Event description:
Add'l and corrected info was received from affiliate. Part of a tungsten insert from a 3 year old needle drive broke off and appeared to enter the coronary sinus. Some time was spent in trying to retrieve the insert. The insert was retrieved from the sinus cavity. The pt was kept on blood circulating machine for approx 1 hour post operatively until good systematic pressure was maintained.

Event description:
Affiliate reports part of tungsten insert from a 21 year old needle drive broke and fell into pt. The pt was kept on a blood circulating machine for an extra hour. Additional info has been requested of the customer.